Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing shortness of breath and dizziness. Upon device interrogation, it was noted that the patient had some ventricular tachycardia episodes and experienced an inappropriate atrial tachycardia pacing and high voltage therapies for a supraventricular tachycardia. Intermittent atrial undersensing was noted. Programming changes were made to address the issue. Patient was stable.